Event description:
The event is reported as: the EKG waveform dropped to asystole while using the concha neptune heater and philips mp 70 monitor. No pt injury reported.

Manufacturer narrative:
It is unk, at the time of this report, if the sample device is available for evaluation. The results of the investigation are not available at the time of this report.